Event description:
Report received of a disconnection. Reportedly, the device was being used to infuse saline for a pt. During infusion, the male adapter disconnected from the pt's IV site. It was reported that this was due to a loose connection. There was no bleedback, as the incident "was caught just in time". The IV insertion site remained patent. The used set was removed from clinical service. Therapy was resumed using a replacement set without delay or missed dose. Though requested, no additional info was provided.